Manufacturer narrative:
Age: adult. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that bd account executive went onsite to support customer reporting that tubing falling apart. Nurses stated that sometimes tubing comes out of the package in pieces. Other times it falls apart during priming (they normally prime with 0.9ns). While I was on-site a nurse had a patient receiving an ivig infusion and the tubing fell apart at the y-site most proximal to the patient. The patient and family member were upset because there was blood dripping out of the open piece of tubing onto the patient. The nurse was stressed because the infusion was leaking onto the patient's lap. The pump was loaded appropriately. Although, it was reported that patient care was delayed it did not contribute to, or result in serious adverse impact to patient.

Manufacturer narrative:
Additional information added; section; b.5. (Patient/event information clarified/detailed), and h.6, (device code). The customer's report of tubing separation was confirmed. The set sample was visually inspected for kinks, holes/tears in the tubing or damages to the components. Visual inspection of the sets noted separation at the engagement of the tubing and male luer components. Examination under magnification of the separated tubing end observed insufficient to no solvent traces. When aligning the separated tubing end beside the male luer, there was evidence that the tubing had not been fully inserted. No other anomalies was observed. The tubing was measured to be within specification(s). Further handling/tug of the rest of the set's tubing engagements observed no separation or issue. The root cause of the separation is due to a combination of factors related to insufficient solvent and improper assembly due to equipment and/or operator error.

Event description:
It was reported that a (bd) account executive went on-site to support customer reporting that tubing falling apart. Nurses stated that sometimes tubing comes out of the package in pieces. Other times it falls apart during priming (they normally prime with 0.9ns). While on-site a nurse had a patient receiving an ivig infusion and the tubing fell apart at the y-site, most proximal to the patient. The patient and family member were upset because there was blood dripping out of the open piece of tubing onto the patient. The nurse was stressed because the infusion was leaking onto the patient's lap. The pump was loaded appropriately. Although it was noted that there was a delay in treatment, and fluid exposure, it was also confirmed during follow up; that there was no patient harm as a result of this event, nor did this event contribute to, or result in any serious adverse impact to the patient.

Manufacturer narrative:
Correction on initial report: d.4 & h.4 (disregard expiration and manufacturing date) additional information provided: d.11.

Event description:
It was reported that a (bd) account executive went on-site to support customer reporting that tubing falling apart. While on-site a nurse had a patient receiving an ivig infusion and the tubing fell apart at the y-site, most proximal to the patient. There was blood dripping out of the open piece of tubing onto the patient's lap. The pump was loaded appropriately. Although it was noted that there was a delay in treatment, and fluid exposure, it was also confirmed during follow up; that there was no patient harm as a result of this event, nor did this event contribute to, or result in any serious adverse impact to the patient.